Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system oversensed noise on the ventricular rate/sense channel resulting in pacemaker inhbition in this pacemaker dependent patient. It was further reported that the patient was using a tens unit at the time of the noise and inhbition.